Event description:
Planned for an 80mm and 83mm bilaterally. Recommended cuts were not even close. Used a 75mm both sides.

Manufacturer narrative:
Method: jig design, photos. Jig design performed according to plan and work instructions. Conclusion: a typical cartilage thickness. The 6.0mm left and 5.5mm right. Segmentation error.